Event description:
Boston scientific crm received information that this lead had fractured. A revision procedure was performed and the lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
The lead will not be returned for analysis. No further information is available. This report will be updated if more information becomes available.